Event description:
It was reported that during a surgery to replace one lead, (see manufacturer report number: 3006705815-2026-00703), the physician inadvertently removed both leads. As a result, the physician replaced both leads.

Manufacturer narrative:
Date of event and patient weight are estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.